Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, an error code which indicates the internal battery was not charging was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.